Event description:
It was reported that a nurse tried to troubleshoot leak alarm on renasys go. She stated that she has changed the dressing, changed the canister, and restarted the device. She checked connections as well. They repeated troubleshooting steps and had her disconnect the quick click connectors and close the caps but alarm did not resolve. No backup of the pump was available.

Manufacturer narrative:
The device intended for use in treatment has not been returned, therefore no relationship can be established between the event reported. The user is advised to consult the instructions for use, which detail comprehensive instructions on the operation and use, including troubleshooting steps to be taken, with regard the reported event. However, without the device we cannot provide any more information with regards to complaint. A review of manufacturing records for the reported lot/batch, found no non-conformances or anomalies during production. The device/product met all specifications upon release into distribution.¿ complaint history for the reported event has been reviewed, revealing further instances, however no further action is deemed necessary. This investigation is now complete with no further action deemed necessary,¿ please be assured that all products are released to market following rigorous quality checks during production and prior to dispatch.¿¿ by acknowledging and investigating your complaint this collaboration enables us to drive our passion to continuously review, improve and steer our shared purpose of providing the best possible outcome for customer and patients.¿¿¿ smith and nephew take all customer complaints and concerns seriously, we strive to have the best understanding of our patients needs and have built a strong culture of care, collaboration and courage to offer a service which we are proud of.